Event description:
Received clinic notes indicated that the patient's seizure history included the seizures getting worse at some point as well as becoming more frequent and more severe resulting in hospitalization. It was noted that several medications trials and vns implant occurred. The clinic notes continue to state that the device was nearing end of service (currently at intensified follow up indicator (ifi)) resulting in the patient being referred for generator replacement. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. Further information was received that the explanted generator was discarded and not available for return.